Event description:
Account states wound drain inserted in abdomen during surgery two days before event date, removal attempted on the event date. Nurse encountered resistance and asked surgeon to remove the drain. Surgeon pulled on drain to remove and the drain broke, leaving part of the drain inside the wound. Patient was taken back to the o.r. To facilitate removal of the drain. Both pieces collected for investigation.